Manufacturer narrative:
The site confirmed that new instrument was used, and the procedure was completed robotically. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, there were universal surgical manipulator (usm) 4 issues during surgery. The staff stated the needle driver instrument wrist was turning in the opposite direction. The procedure was completing as planned with no reported injury.